Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 120 mg/dl. The device was not exposed to moisture nor was it bumped or dropped. The customer was advised to revert to back up plan. The device is not being returned for further analysis.